Event description:
The customer reported that shocks were delivered to the pt but the printed stirps from the device said "no shock delivered". The involved pt died. The impact of the device behavior on the pt outcome has not yet been reported by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.